Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up and okay buttons were intermittently unresponsive. The reporter stated that 80% of the keypad was torn. The tear started at the center of keypad and extended to up and okay buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/30/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects including worn keypad. Investigation revealed that the keypad was torn over the ¿up¿ and ¿down¿ buttons. All the buttons were responding properly to presses. Upon removal of the keypad, no damage or contamination was found with any of the button contacts.